Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10 the device was returned to the factory for evaluation on 05/31/2024. An investigation was conducted on 06/12/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact harvesting device. There were no visual defects observed on the intact cannula handle. The returned cannula was compared to a reference cannula. The c-ring was observed to be bent at a normal angle. There were no visual defects observed on the intact c-ring. Based on the returned condition of the device as well as the evaluation results, the reported failure "material deformation; c-ring" was not confirmed. A lot history record review was completed for lots 3000386685, 3000380314 and 3000379692 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000386685. There were no ncmrs, rework, or deviations documented for this lot. For lots 3000380314 and 3000379692. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure material deformation; c-ring. CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿.

Event description:
N/a.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure upon completion of dissection, vasoview hemopro 2 bisector could not be used as it would get hung up on the c-ring when extended to bisect branches which made it unusable. A new device was opened to complete the procedure. There was no procedural delay. There was no patient harm.